Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and chronic low back pain. Information was reported that a patient stated she'd fallen and caused the leads to "mess up". Patient said the leads became "displaced", so the healthcare provider (hcp) revised one or two of the leads when they replaced the ins. Patient said she had "trouble with the old unit", specifying that there was a battery issue. The patient was asked to elaborate, and patient said the battery was "losing power" and wearing down". This why the ins was later surgically removed and replaced. The reported fall is related to the issue. No further complications were reported. No patient symptoms were reported.